Manufacturer narrative:
The pipeline, marksman catheter, and pushwire were returned for evaluation. The pipeline was found opened and released from the capture coil; therefore, the event cause could not determine. The capture coil was found damaged and may have contributed to the reported issue.

Event description:
(B)(4). It was reported the patient with tortuous anatomy originally underwent pipeline embolization treatment on (B)(6) 2013. The patient underwent another pipeline procedure involving two pipelines (4.75mm x 12mm, qty. 2) on (B)(6) 2013 due to mal-position of the previously placed pipeline. During the pipeline deployment, the physician attempted to overlap the existing pipeline; however, the device could not be released from the capture coil. Another attempt was made with the second pipeline and the same problem occurred. Both devices were removed from the patient. The physician concluded the procedure by performing balloon angioplasty (an option presented in the instructions for use, multilingual) on the existing pipeline to achieve full wall apposition and the aneurysm was not seen on the post-angiogram. No patient injury was reported as a result of the procedure. Same event as mdrs 2029214-2013-00292 and 2029214-2013-00870.